Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that there was an occlusion on the proximal segment of the catheter issue. The side port was aspirated intra-operatively and visual inspection. The patient was taken into the operating room (or) for routine pump replacement due to elective replacement indicator (eri). The pump was prophylactically removed to avoid in-vivo battery depletion. Intra-operatively, when disconnecting the catheter from pump, surgeon noted pink tissue in funnel of catheter connector. The surgeon removed the piece of tissue and sent it to pathology. She noted a ring of tissue deep in the funnel of the catheter. Using a small gauge needle, the physician scraped and cleared the tissue and saw cerebral spinal fluid (csf) well up in the connector. Csf flow then appeared to subside again. The physician then cut the connector and still had no csf flow. She opened spinal incision and noted white calcification along catheter and when disconnecting a pin, she noted white calcification in lumen of pin. She removed pin and csf spontaneously dripped from existing g spinal segment. She removed pump segment and replaced it entirely with a new pump segment. Csf was then easily aspirated from side port once pump reconnected. There were no adverse event was associated with pump. The patient's status at the time of report was " alive-no injury." No patient symptoms were reported, the patient's dose had been stable over the last year and the patient was in hospital only for routine pump replacement due to eri 5 months. The pathology report came back on the tissue that was removed from the lumen of the sutureless connector. It was "hylanized fibrinoid tissue was hemosiderin laden macrophages." The pump system was delivering gablofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Destructive analysis is complete, no new or additional anomalies were found.

Manufacturer narrative:
Analysis of the pump found over-infusion with underdetermined root cause. Analysis of the catheter found no significant anomaly; the catheter connector was damaged at explant.

Event description:
Additional information received reported that the patient had good tone relief and no post-operational complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). A pathology report collected on 2015-jan-12 was provided. The procedure was baclofen pump replacement and spasticity was the same pre-operation and post-operation. Final diagnosis was soft tissue, excision. The patient had hyalinized fibrinoid tissue with hemosiderin-laden macrophages. The patient had clinical history of " foreign body catheter". Histologic sections show a fragment of hyalinized fibrinoid tissue with a few pigmented macrophages and cellular debris. No further complication was reported.